Event description:
On (B)(6) 2013, it was reported that this vns patient began have seizures again one month prior and was to be seen for changes in vns parameters. Attempts for additional information have been unsuccessful.

Event description:
It was reported that the patient's seizures decreased with vns therapy. It was reported that the patient's husband stated that she has only had one big seizure and that her seizures are improved with vns therapy. The physician indicated that the vns settings were increased.